Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2015. The revision surgery was performed due to infection. In the revision surgery, the 28mm + 7mm cobalt chrome femoral head and 45mm bipolar head were revised to new implants of the same size.